Event description:
It was reported that the touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with detailed instructions on how to reset the pump, and the customer chose to perform the reset, resulting in the resolution of the issue as the pump became responsive again.